Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 383-"high". Elevated bg was addressed by injection manual insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.